Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump's piston continue to move forward after reservoir contact and insulin was squirting out of the tubing during manual prime. Customer's blood glucose value was 136 mg/dl. The customer was disconnected during prime. It was confirmed that the insulin pump was not bumped, dropped or exposed to moisture. The customer tried a different set and no numbers appeared on screen and no beeps were heard. The customer was advised that the insulin pump would have to be replaced. The insulin pump was not returned for analysis.